Event description:
A nurse went to assess the pt and noted audible cuff leak related to the endotracheal tube (ett). Ett has been replaced three times for the same issue during time in ed. The single tube that was sequestered has a large leak in the cuff area. It is not possible to safely examine this tube due to the large quantity of dried blood/secretions. Therefore I cannot determine whether the leak is from a product defect or damaged during intubation.